Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 13 years since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be established. The suggested phenomenon was confirmed - however, the foreign material could not be further identified. It was further presumed that the foreign material left on the lens was due to incomplete reprocessing/ decontamination of the device due to the leak of the device. The cause could not be further presumed. Olympus will continue to monitor field performance for this device.

Event description:
The customer reported to olympus, during the reprocessing of the evis exera ii gastrointestinal videoscope, a leak was found. The customer also reported that the biopsy channel and the distal sheath were pierced. No surgical delay. No patient injury or procedure impact was reported. During the evaluation of the device, it was discovered that the air-water channel was extremely deformed, allowing foreign material inside the distal end of the insertion light guide rod, resulting in incorrect or insufficient reprocessing of the device. This report is to capture the reportable malfunction of foreign material inside the light guide rod due to incorrect scope reprocessing noted during estimation.

Manufacturer narrative:
The device was evaluated by olympus. The evaluation found that the allegation was confirmed. Additional issues were identified during the device evaluation: the bending section cover, connecting tube, and biopsy channel were leaking. The charge-coupled device was chipped, the insertion connecting tube was buckled or wrinkled, and the grip unit was cracked. The flexible printed circuits had been broken, the scope unit had malfunctioned, the angulation control knobs had not been set to their standard value, and the air/water channel had been deformed, resulting in failure of the water and air flow functions. Corrosion and scratches were found in multiple locations on the device. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.